Event description:
During product evaluation by a baxter service technician, an infus or infusion pump was found to have a need for molex connector. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a missing molex connector. The device was returned unrepaired due to the customer's refusal of the estimate. If any additional information is received, a follow up MDR will be sent.